Event description:
Revision of equinoxe shoulder components approx. 1 year post op due to aseptic loosening. Th is event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.